Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane .brightness screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code [2346] which reflects the transformer has [p155] insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Brightness screen test passed. System air leak test failed. Failure traced to the reservoir tank pressure leak. Replaced reservoir tank for further testing. The system air leak test passed. Alve actuation test passed.pre-ast 15mins 1000ml simulated treatment was performed without any failures or problems. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover.the cause of the observed dried fluid could not be determined. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported recurring pressure leak warnings in step 2 of setup over the past three nights, which persisted despite multiple attempts including pressing ok, rebooting the cycler, and re-setting up with new supplies, with the patient not connected at the time of the events and the issue not attributed to supplies, and additionally reported difficulty inserting the cassette on prior nights that required rebooting the cycler to proceed. The fresenius technician assisted by troubleshooting the issue and arranging a cycler replacement, advising discontinuation of the device and providing instructions regarding delivery, return process, and continuation of therapy via capd/manual exchanges as needed. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon follow up, it was confirmed that no patient adverse effects were experienced, and no medical intervention was required. The patient was able to complete treatment. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.